Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that user did not observe any leak issue prior to use on patient.

Event description:
It was reported that the cuff inflation test performed on the emg tube prior to use on patient and 5ml air was used to inflate the cuff. During thyroidectomy procedure, the nim trivantage emg tube was intubated with intracuff pressure of 25 to 28 and about 20 minutes after intubation, the anesthetic found the air leak from the valve. So, the anesthetic inflated the cuff every 3 minutes. The patient and/or tube was not repositioned. There were no difficulties noted during intubation and with patient anatomy. User used tape to secure the tube. The procedure was completed using same product. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the cuff balloon or inflation assembly observed by the unaided eye. Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff inflated and deflated with no issues. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, the cuff and pilot balloons were manipulated, and no leaks were observed, and the pilot balloon inflated/deflated as intended. For additional analysis, a leak test was performed by submerging the entire device in water and bubbles were observed at the valve on the proximal end of the inflation assembly. Under magnification, there was a small hole/crack between the valve and overlay of the pilot balloon. A review of the global complaint data showed two similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.